Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's most current blood glucose level was 222mg/dl. The customer states they had paramedic contact due to low blood glucose of 50mg/dl. The customer was treated by paramedics with glucose shot. The customer was assisted with basal rate change. The customer was advised the pump would be replaced.